Event description:
It was reported that a revision surgery was performed due to a aseptic loosening of tibia.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the 2 undated x-rays provided confirm the tibial loosening as well as some osteolytic changes. Neither the operative report nor the explanted device were returned for analysis. The root cause of the reported tibial loosening cannot be concluded but migration due to osteolysis and poor support under the tibial base-plate cannot be ruled out. The patient impact beyond the reported aseptic loosening and revision surgery cannot be determined. No further clinical assessment can be rendered based on the information provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.